Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1: telephone: (B)(6). G2: foreign: UK.

Event description:
It was reported that during surgery, the unit was chewing up the skin grafts on the skin boards (correct board was used). The taken graft was damaged, and an additional unplanned skin graft needed to complete the surgery. There was a 15¿20-minute surgical delay. The patient was under anesthesia during this delay. Another device used to complete/finish the surgery. Due diligence is in progress, no further information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device passed the sample mesh test during evaluation; however, the comb and bottom roll were damaged, the screws were worn, and the ratchet gear was corroded. The comb, bottom roll, screws, and ratchet gear were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2,h6, and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.